Event description:
The customer contact reported device breakage; subsequently, blood loss was noted. The male adapter of an unspecified primary tubing set was connected to the female adapter of a 4-way stopcock. The male adapter of the 4-way stopcock was connected to the winged female adapter of the extension tubing set and was being used to deliver an unspecified volume of total parenteral nutrition (tpn), at an unspecified rate, via an unspecified pump. No further programming parameters were provided. At 2130, the delivery was started. At 2230, the nurse noted that an unspecified volume of solution and blood leaked from a crack in the winged female adapter of the extension tubing set. The extension tubing set was replaced and the therapy was resumed. The customer contact reported that the physician was notified. The pt was treated with an unspecified volume of blood product. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.